Event description:
It was reported the patient's ipg was explanted and replaced (with a different model). The reason for explant is unknown at this time.

Manufacturer narrative:
This ipg serial number is included in field advisories. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.